Manufacturer narrative:
The field service engineer (fse) stated that when he arrived onsite on 02/02/2015, the customer had already replaced/repaired the suspected tubing at feed-thru fitting (ff32), from pinch valve (pv13), to resolve the leak. The customer was running the analyzer; and the fse verified the tubing was pushed onto the ff32 and pv13 properly. The fse then performed verification of the instrument to meet specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 5ml near feed-through fitting ff32 on a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not determine the source of the leak, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.